Manufacturer narrative:
Investigation results: device analysis findings: the device was contaminated and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (90% stenosed, moderately tortuous and severely calcified) were met which resulted in the reported event. This conclusion code is based on the available information and the review conducted at the boston scientific site. The device was not returned for analysis therefore the reported balloon rupture cannot be confirmed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure for approximately 5 to 6 seconds, the balloon ruptured. The device was removed without any problem. A new 2.00mm x 8mm nc emerge balloon catheter was advanced; however, during the initial inflation at nominal pressure for approximately 5 to 6 seconds, the balloon also ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure for approximately 5 to 6 seconds, the balloon ruptured. The device was removed without any problem. A new 2.00mm x 8mm nc emerge balloon catheter was advanced; however, during the initial inflation at nominal pressure for approximately 5 to 6 seconds, the balloon also ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.